Event description:
During tracking of the palmaz genesis sds to a lesion in the left common iliac artery, the stent dislodged and migrated down to the deep femoral artery. The physician attempted to snare the stent, but was unsuccessful. The patient was moved to the operating room, where the stent was successfully removed. There was no reported adverse sequelae to the patient. The lesion was not predilated, and was described as neither calcified nor tortuous. The lesion was described as being over 70% occluded. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.